Event description:
It was reported that during a 500ml normal saline bolus infusion, the IV tubing set "burst" and leaked. The tubing set was replaced and the infusion was continued. It was also reported that the large volume pump alarmed for occlusion patient side, which upon maintenance review per the customer, showed error code 240.4150. This occurred at outpatient infusion. It was reported that there was no patient harm.

Manufacturer narrative:
Tubing involved in this event was included mrn 9616066-2020-01696. The customer complaint of tubing set leak and lvp error code 240.4150 could not be confirmed due to the product was not returned for failure investigation. Review of the (B)(6) service history record showed the device had a manufacture date of (B)(6) 2013. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned once for service with the ail assembly replaced for physical damage on (B)(6) 2016. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Elderly. Tubing involved in this event was included in emdr 367025. Although requested, no additional information was provided.

Event description:
It was reported that during a 500ml normal saline bolus infusion, that the large volume pump alarmed for occlusion patient side, which upon maintenance review per the customer, showed error code 240.4150. This occurred at outpatient infusion. It was reported that there was no patient harm.